Event description:
(B)(6) 2014 - no injury alleged. Malfunction alleged - provider claimed tie wraps are leaking. Repair statement notes low o2/yellow light and that the hose clamps are leaking on the tube and the heat exchanger and the tie wrap on the product tank is leaking.